Manufacturer narrative:
.

Event description:
This spontaneous report of a non-serious, unlabeled event (telangiectasis) is being submitted as a 10-day report. A physician reported that a female patient received injections of restylane injectable gel (injectable dermal filler) into the lateral oral commissures on an unspecified date in 2006. Medical history included penicillin allergy, codeine allergy, ventricular septal defect "a long time ago," and endocarditis (1987). Concomitant medications included unspecified oral contraceptives and flonase (fluticasone propionate) nasal spray. On an unspecified date, the patient developed bruising (implant site bruising) that lasted for a month as well as telangiectasis (telangiectasia) with a reddish hue (implant site erythema). On an unspecified date, the patient received laser therapy to the area of telangiectasis. As of 2007, fine telangiectasias remained. The restylane lot number and expiration date were not reported.